Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: hot sweats, in a state of confusion. A pt reported they were hospitalized, and treated by emt. Their meter allegedly would only prompt clean test area message. The result on the emt meter was unknown. The time difference between pt's meter and emt meter was unknown. Treatment was unknown. No further info has been reported.